Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged battery lasts less than expected on 07/08/2021. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump passed the displacement, active current measurement test and self test. However, the pump failed the sleep current measurement due to corroded battery tube assembly. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. However, change battery fault (73)-07/08/2021 02:57:00.000 and failed batt test (58)-07/08/2021 on 02:58:26.000 were found in history file, pump was cut open to perform visual inspection and found evidence of moisture damage on the battery tube assembly noted. The following were noted during visual inspection: corroded battery tube, cracked keypad overlay and scratched lcd window. In summary, customer alleged battery lasts less than expected confirmed. Exposed to moisture confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a battery last less than excepted. No harm requiring medical intervention was reported. The customer was discontinue use of the device.